Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4)-incomplete. Date of expiry not available.

Event description:
It was reported by the customer via phone that during a meniscal repair procedure the customer's truespan meniscal repair system peek 12 degree tip broke off from the plastic hand piece in the patient's meniscus. The surgeon removed the metal piece from the patient. The case was completed, but it is unknown how. There were no delays to the case. The customer was not present for the case and could not provide additional information. The device is being returned for evaluation. The breakage occurred during the procedure. The breakage didn't result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. All the fragments were retrieved. It's unknown if the procedure was completed or if the alternatives were readily available. It's unknown if there were any procedural or patient anatomy factors which may have contributed to the breakage. The surgical intervention was not planned. Their was patient impact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the initial reporter state was inadvertently left blank in the initial report and has been updated as va to reflect the correct information. Additional information: the exp date was reported as unknown in the initial report and has been updated as 12/31/2020. Therefore, UDI: (B)(4). The complaint device was received and inspected. The complaint can be confirmed. The needle, implants attached to the suture and truespan gun were received separated from each other. It was observe that the plastic sleeve of the truespan gun was heavily deformed, and the needle body was cracked. It is possible that the surgeon applied excessive force to the device when inserting it into the patient and hit bone, which would cause this level of deformation of the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.